Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient that came in complaining of chest pain. At 1550: vitros troponin result <0.01 ng/ml. At 1724: I-stat troponin result 0.10 ng/ml. At 1824: I-stat troponin result 0.15 ng/ml. At 1840: vitros troponin result 0.01 ng/ml. At 1959: the cardiologist had sample run on three different I-stat's one sample same time. Results: 0.32 ng/ml, 0.13 ng/ml, 0.00 ng/ml. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).